Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a hemostasis procedure performed in 2007 (patient gender, age, and weight are unknown). According to the complainant, the injection gold probe was being used routinely in the duodenum. The needle was advanced, and used to inject when it came to re-sheath the needle, it would not go back into the lumen and remained sticking out. The procedure was completed using a regular injection needle. There were no patient complications reported as a result of this event. However, the patient's exact condition at the conclusion of the procedure was not known.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.